Event description:
An endurant stent graft system were implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that three months post implant, a follow up CT scan observed thrombus in the left contra limb. CT images taken one-year post index procedure showed the same thrombus, and limb stenosis. The patient has taken plavix since cas was performed. Due to this, the patient has no subjective symptom although the limb had thrombus and considerable stenosis. The physician stated that the possible cause of stenosis is that the upper end of the overlapped contra limb is positioned above the flow divider for the size of about one stent, thus blocking the blood flow on the contralateral side, causing thrombus formation. No clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that an excluder leg was implanted in the stenosis lesion. Flow was secured and the procedure was completed without trouble. It was noted that the patient also received cas in the left and right carotid artery and was put on warfarin for 6 months.